Manufacturer narrative:
FDA registration #: 2201630000-2021-8001. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the jejunum during an upper endoscopy with dilatation of the gastric duodenal stricture procedure performed on (B)(6) 2020. During the procedure, it was noted that the balloon had a hole. Additional clarification to determine the size/nature of the hole has not been provided, so the reported event will be considered a pinhole. The procedure was completed with another cre pro wireguided dilatation balloon. Note: the instructions for use (IFU) indicate that this balloon must be filled with fluid. However, the customer reported that the balloon was filled with air. There were no patient complications reported as a result of this event.